Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during a surgical procedure, it was noted when the neptune e-sep pencil was plugged in it exhibited excessive heat. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The reported event, for device would not work and got hot, was not confirmed on the product returned for evaluation. The product functioned as intended with no heat felt in the pencil when plugged into a console.

Event description:
It was reported that during a surgical procedure, it was noted when the neptune e-sep pencil was plugged in it exhibited excessive heat. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.